Event description:
It was reported that patient experienced pocket pain. The implantable cardioverter defibrillator was explanted. Patient went home in good condition.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.